Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: a. Yes. 2. Did the device deliver any staples? A. Yes about 40% of reload fired. 3. If yes, were the staples formed properly? A. Yes staples looked to be fully formed. 4. If yes, was the staple line complete? A. Up to where the staple line stopped. 5. Did the device cut? A. Yes. 6. If yes, was the cut line complete? A. Only to where the staples stopped forming. 7. If yes, was there any issue with the cut line? A. None noted. 8. Was there any difficulty opening the device jaws? A. Device could not open, manual override was performed. (Please refer to the attached mail) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ec3d60l, with lot/batch #a9901z, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, it was observed that the device stopped halfway through using the blue reload. The surgeon could not open the device as it was locked out. A manual override was performed. The stapler was released from the patient. There were no patient consequences reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/29/2026. Corrected data: d2a, d2b. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. D4: batch #a9901z. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec3d60l device was returned with no apparent damage, with an unknown trocar inserted in the device, and with an er60b reload loaded on the device. The reload was received partially fired 1/2. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device event log was reviewed. A series of event were found that may indicate that the firing cycle was incomplete or interrupted. It is possible that the partially fired reload is consistent with an incomplete or interrupted cycle. A series of events were found that may indicate a power issue, however this was not replicated during device analysis and no conclusion could be reached as to what may have caused a power issue or incomplete firing cycle. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9901z, and no non-conformances were identified.